Event description:
It was reported by the customer "patient is a 40-year old female with chronic line needs. She had a powerport but switched to a tunneled PICC, first a 5f double lumen, then a 6f single lumen, and then finally a 9.5f hickman catheter. The PICC is having issues with the flush/draw." The customer did not provide bd aad field assurance which catheter was having the reported issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.